Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the pump delivered more than expected. No specific patient information, pump programming, or event details were available. The customer contact reported "the lockbox is stuck and the pump is over infusing." There were no reports of any adverse patient events while the pump was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.